Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with cracked retainer. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicate that the insulin pump had occlusion alarm. Customer changed the set for six times. Customer stated that the reservoir retainer ring had little damage. Reservoir stays in place. Customer reported that the insulin pump was working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.